Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient's neck and arms would not let them recharge alone. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of cervical/neck stimulation. The patient reported that the battery was dead. The patient stated that they can't get it back there because of the condition that they are in. The caller stated that they stopped trying to charge, because their partner was the one that helped them charge and they passed away 3 years prior. The caller stated that they think the battery shifted because where it is now. The patient stated that it hurts and it is sore and they just want the device out. The patient was forwarded to their healthcare provider (hcp) to discuss symptoms and to request the device be explanted. The patient doesn't currently have a managing hcp and was sent a list of doctors. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.